Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, the home patient (hp) reported that the cassette seemed to be leaking. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. During follow up with the hp, the hp stated that they didn't see anything wrong or unusual with the supplies. The hp was not able to identify where on the set the leak was coming from. The hp has not had this issue since and therapy had been continuing as normal. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents ws performed for h13g14035 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the issue. Should additional relevant information become available, a supplemental report will be submitted.